Event description:
This procedure is part of create pas: pre-discharge the patient experienced a tia. Please reference MDR 2183870-2012-00153 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded.